Manufacturer narrative:
Based on the information received, clinical evaluation could not confirm the reported type ia endoleak due to a lack of imaging received surrounding the reported event. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was not reported. It should be noted that the off label neck anatomy was conducive to a type ia endoleak. Devices remain implanted in the patient; therefore, a device evaluation will not be completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
An afx2 bifurcated stent graft, and a afx vela infrarenal were implanted to treat a lower abdominal aortic aneurysm. In addition, the patient had a peri-renal aneurysm that the physician decided to not treat at the time of the index procedure. Approximately 19 (nineteen) months later, a type 1a endoleak was identified reportedly due to the peri-renal aneurysm, which has grown to an undetermined diameter. The physician has referred the patient to a specialist.